Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump was powered on and the display was blank. The pump case was opened and the display was found to be cracked/damaged. A test display was inserted and the display functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).